Event description:
It was reported that the patient experienced low back pain around the implantable neurostimulator (ins) location following an implant. The reporter stated that the patient had problems with her back. The patient stated that the ins was hurting her back. When asked if it hurt when the ins was off, the patient stated ¿yes, it hurt period.¿ the pain was reportedly around the implant. It was noted that the ins had not been checked since implant. The reporter stated that they wanted to have the ins removed. It was unclear if the device was helping the patient¿s symptoms at all. It was further reported that the patient had their system explanted on 2014 (B)(6). The ins and lead were explanted, were not replaced, and would not be returned as they were discarded. There was no alleged product issue and the action required as a result of the event was explant. It was unknown if any diagnostic testing or troubleshooting was performed. The patient complained of pain at the ins pocket site and from what the manufacturer representative understood the patient had good symptom relief but the site was tender. The patient status was alive with no injury and the symptom associated with the event was pain at the device pocket.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that the ins was functionally okay with insignificant anomalies.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28, lot# va04uxd, implanted: 2013 (B)(6), explanted: 2014 (B)(6); product type lead. (B)(4).

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.